Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), device dislocation ("migration of essure device location of device: one essure coil is slightly off"), pelvic pain ("pain/ pelvic"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 43-year-old female patient who had essure (batch no. 754913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation as well as essure placement in (B)(6) 2011" in (B)(6) 2011 and device ineffective "device ineffective". The patient's past medical history included vaginal delivery and recurrent abortion. Concurrent conditions included overweight, allergic rhinitis, seasonal allergy, asthma, anxiety, carotid artery disease since 2009, chronic lumbago, depression, hypercholesterolemia since 1998, hypertension, vitamin d deficiency since 2013, anemia, uterine bleeding, acute bronchitis, renal cyst excision, ache, cough, nasal congestion, fatigue, ovarian cyst and chlamydial infection (both in 1990 as well as in 2015). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rashes/ intermittent rashes"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ occasional spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), dry skin ("dry skin"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("many ovarian cysts"), the second episode of fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), poor peripheral circulation ("poor circulation in hands and feet"), abdominal pain lower ("left lower quadrant pain") and panic disorder ("panic disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, rash, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, anxiety, dry skin, migraine, headache, ovarian cyst, dysmenorrhoea, the last episode of fatigue, weight increased, alopecia, supraventricular tachycardia, irritable bowel syndrome, poor peripheral circulation, abdominal pain lower and panic disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, panic disorder, pelvic pain, poor peripheral circulation, pregnancy with contraceptive device, rash, supraventricular tachycardia, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she will have surgery to remove the essure implant in near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records was received. Event per mr: "endometrial ablation as well as essure placement in (B)(6) 2011". Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), device dislocation ('migration of essure device location of device: one essure coil is slightly off'), perforation ('perforation') and abortion spontaneous ('miscarriage') in a 43-year-old female patient who had essure (batch no. 754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation as well as essure placement in march 2011" in march 2011 and device ineffective "device ineffective". The patient's medical history included multigravida and miscarriage. Concurrent conditions included vitamin d deficiency since 2013, carotid artery disease since 2009, hypercholesterolemia since 1998, overweight, allergic rhinitis, seasonal allergy, asthma, anxiety, chronic lumbago, depression, hypertension, anemia, uterine bleeding, acute bronchitis, renal cyst excision, ache, cough, nasal congestion, fatigue, ovarian cyst nos and chlamydial infection (both in 1990 as well as in 2015). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain/ pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), rash ("skin rashes/ intermittent rashes"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ occasional spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), dry skin ("dry skin"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("many ovarian cysts"), the second episode of fatigue ("fatigue"), alopecia ("hair loss"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), poor peripheral circulation ("poor circulation in hands and feet"), abdominal pain lower ("left lower quadrant pain") and panic disorder ("panic disorder"), was found to have a pregnancy with contraceptive device ("miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, perforation, abortion spontaneous, pelvic pain, pregnancy with contraceptive device, rash, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, anxiety, dry skin, migraine, headache, ovarian cyst, dysmenorrhoea, the last episode of fatigue, weight increased, alopecia, supraventricular tachycardia, irritable bowel syndrome, poor peripheral circulation, abdominal pain lower and panic disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, panic disorder, pelvic pain, perforation, poor peripheral circulation, pregnancy with contraceptive device, rash, supraventricular tachycardia, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she will have surgery to remove the essure implant in near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: newly added events- perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), device dislocation ('migration of essure device location of device: one essure coil is slightly off'), perforation ('perforation') and abortion spontaneous ('miscarriage') in a 43-year-old female patient who had essure (batch no. 754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation as well as essure placement in (B)(6) 2011" in (B)(6) 2011 and device ineffective "device ineffective". The patient's medical history included multigravida and miscarriage. Concurrent conditions included vitamin d deficiency since 2013, carotid artery disease since 2009, hypercholesterolemia since 1998, overweight, allergic rhinitis, seasonal allergy, asthma, anxiety, chronic lumbago, depression, hypertension, anemia, uterine bleeding, acute bronchitis, renal cyst excision, ache, cough, nasal congestion, fatigue, ovarian cyst nos and chlamydial infection (both in 1990 as well as in 2015). On (B)(6)-2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain/ pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), rash ("skin rashes/ intermittent rashes"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ occasional spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), dry skin ("dry skin"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("many ovarian cysts"), the second episode of fatigue ("fatigue"), alopecia ("hair loss"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), poor peripheral circulation ("poor circulation in hands and feet"), abdominal pain lower ("left lower quadrant pain") and panic disorder ("panic disorder"), was found to have a pregnancy with contraceptive device ("miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, perforation, abortion spontaneous, pelvic pain, pregnancy with contraceptive device, rash, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, anxiety, dry skin, migraine, headache, ovarian cyst, dysmenorrhoea, the last episode of fatigue, weight increased, alopecia, supraventricular tachycardia, irritable bowel syndrome, poor peripheral circulation, abdominal pain lower and panic disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, panic disorder, pelvic pain, perforation, poor peripheral circulation, pregnancy with contraceptive device, rash, supraventricular tachycardia, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she will have surgery to remove the essure implant in near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)-2011: results: total bilateral occlusion. Lot number: 754913 manufacturing date:2010-06 expiration date:2013-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), device dislocation ("migration of essure device location of device: one essure coil is slightly off"), pelvic pain ("pain/ pelvic"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 43-year-old female patient who had essure (batch no. 754913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation as well as essure placement in (B)(6)2011" in (B)(6)2011 and device ineffective "device ineffective". The patient's medical history included multigravida and miscarriage. Concurrent conditions included overweight, allergic rhinitis, seasonal allergy, asthma, anxiety, carotid artery disease since (B)(6), chronic lumbago, depression, hypercholesterolemia since (B)(6), hypertension, vitamin d deficiency since (B)(6), anemia, uterine bleeding, acute bronchitis, renal cyst excision, ache, cough, nasal congestion, fatigue, ovarian cyst nos and chlamydial infection (both in (B)(6) as well as in (B)(6)). On (B)(6)2011, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), rash ("skin rashes/ intermittent rashes"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ occasional spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), dry skin ("dry skin"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("many ovarian cysts"), the second episode of fatigue ("fatigue"), alopecia ("hair loss"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), poor peripheral circulation ("poor circulation in hands and feet"), abdominal pain lower ("left lower quadrant pain") and panic disorder ("panic disorder"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, rash, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, anxiety, dry skin, migraine, headache, ovarian cyst, dysmenorrhoea, the last episode of fatigue, weight increased, alopecia, supraventricular tachycardia, irritable bowel syndrome, poor peripheral circulation, abdominal pain lower and panic disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, panic disorder, pelvic pain, poor peripheral circulation, pregnancy with contraceptive device, rash, supraventricular tachycardia, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she will have surgery to remove the essure implant in near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), device dislocation ("migration of essure device location of device: one essure coil is slightly off"), pelvic pain ("pain/ pelvic"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure (batch no: 754913) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight, allergic rhinitis, seasonal allergy, asthma, anxiety, carotid artery disease since 2009, chronic lumbago, depression, hypercholesterolemia since 1998, hypertension, vitamin d deficiency since 2013, anemia, uterine bleeding, acute bronchitis and renal cyst excision. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rashes/ intermittent rashes"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ occasional spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), dry skin ("dry skin"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("many ovarian cysts"), the second episode of fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), poor peripheral circulation ("poor circulation in hands and feet"), abdominal pain lower ("left lower quadrant pain") and panic disorder ("panic disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, rash, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, anxiety, dry skin, migraine, headache, ovarian cyst, dysmenorrhoea, the last episode of fatigue, weight increased, alopecia, supraventricular tachycardia, irritable bowel syndrome, poor peripheral circulation, abdominal pain lower and panic disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, anxiety, device dislocation, dry skin, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, panic disorder, pelvic pain, poor peripheral circulation, pregnancy with contraceptive device, rash, supraventricular tachycardia, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she will have surgery to remove the essure implant in near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: reporters added and updated patient demographics. Historical condition, concomitant disease and laboratory data were added. Updated suspect drug indication and essure lot number added. Added events abnormal bleeding (vaginal, menorrhagia)/ occasional spotting, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromyalgia, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: dry, poor circulation in hands and feet, intermittent rashes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: many ovarian cysts, blood or heart disorder/condition type: svt, migration of essure device location of device: one essure coil is slightly off, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, hair loss and left lower quadrant pain, panic disorder. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, rash, dyspareunia and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, fatigue, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: she will have surgery to remove the essure implant in near future. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.